Manufacturer narrative:
E1, initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: oxidation of cable contacts and when buttons were pressed, the image rippled and disappeared a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when buttons were pressed, the image rippled and disappeared. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had artifacts on the image, interference. The issue was found during inspection for use. There were no reports of patient involvement.